Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and determined the root cause of malfunction to be a failed ic chip, designator u8.

Event description:
It was reported that the device powered on with blue bar and locked up. It would not complete self test. There was no patient use associated with event.